Event description:
During the course of surgery, surgeon laid the disposable cautery unit down on sterile drape on the pt's upper chest. Oxygen was running under the drape near the nose and mouth. It appears the switch on the cautery unit did not turn off as was expected. Practice drape over pt face caught on fire. Pt sustained 4 cm burn, second degree and third degree, to underside of chin and neck.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.